Event description:
A facility reported that the mayfield modified skull clamp (a1059) has a defect and could not be locked/ loosened even after several attempts while the patient¿s head was fixed in place. The clamp was replaced with another mayfield clamp. There was no increased surgery time and no patient injury.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - the customer's statement is confirmed as valid after the device was assessed. The assessment shows that the swivel lock is loose which prevents proper fixation of the patient's skull, and the locking mechanism cannot be closed. To resolve the issue, the ratchet was adjusted, the locking mechanism cleaned, the small parts of the rocker arm replaced. The unit was tested under various pressures and successfully passed the functional test and conforms to manufacturer specifications. Root cause - the complaint is confirmed via inspection since it required replacement of worn parts and readjustment. The probable root cause is routine use and wear. No further corrective action beyond the repairs completed is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.